Event description:
It is reported that a customer called in to complain about a skin irritation allegedly caused by the sensor that they were using. The patient's blood glucose level was unknown. The customer was informed that it was best to contact their healthcare provider about what may have caused the skin irritation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.